Event description:
The initial reporter advised shiley that a pt had emergency surgery to replace a bjork-shiley 60 degree convexo-concave aortic heart valve due to an alleged outlet strut fracture. A few days later, the pt was taken back to the operating room for exploratory laparotomy and removal of the foreign body from the abdominal aorta. The pt survived the surgeries and "progressively improved."